Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. During evaluation of the device at a third party service center, calibration was unable to fix the oxygen blending module failure. The technician states that the oxygen blending module printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the oxygen blending module gast, whisper cap, blower bellow and pollen filter are contaminated with dust and were replaced. The device passed the functional testing. No further investigation is required.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.